Manufacturer narrative:
Patient information was unavailable at the time of filing. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a spinal fusion cervical procedure. It was reported that a piece of the tip was broken off of the 2.1 mm bit during drilling. It was noted for safety reasons, the surgeon decided not to remove the broken piece and the burr remains inside the patient anatomy. There was a less than 1-hour delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
Updated with instrument information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device manufacturing date is not known. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient information received. If information is provided in the future, a supplemental report will be issued.